Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. No batch number was received on this complaint; therefore, no investigation can be conducted. The case comes from the (B)(6)(ref. No. (B)(4)) and it was received from laboratorios fidia farmaceutica (B)(4) (the fidia's partner in (B)(4)) on 18 april 2016. The adverse reactions "injection site joint erythema and injection site joint pain" are expected for hyalgan. Fidia also considered an "off label use" of the product because the hand site is not considered in the spc of the product in (B)(4). The case has been assessed as "serious" due to the medical important event. Fidia has classified the case as being "serious/unexpected". The relationship between hyalgan and the events was deemed as being "probable". Device not available.

Event description:
On (B)(6) 2016 she presents rhizarthrosis grade iii in her right hand and she is infiltrated with hyaluronic acid. On (B)(6) 2016. She goes to emergencies because after the injection she had a lot of pain in the trapezometacarpal joint, discreet erythema in the site, no phlogistic signs and no fever. It is administered dexketoprofen i.v., dexamethasone 4 mg and pantoprazole. It is advised local cold and maintain oral administration of nsaid and dexamethasone 2 mg/12 h oral route.